Event description:
It was reported that "while in the catheter lab, the console was flashing up white on the lower right part of the screen, then the white part became enlarged all around. Any numeric value on the white part was displayed slightly, not invisible." As a result, the console was replaced.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.